Event description:
It was reported that the patient received inappropriate therapy due to oversensing, low r-waves and high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.